Event description:
While field service engineer (fse) visited the account to investigate an instrument's recognition and engagement problem, he was notified by the da vinci coordinator that they had experienced 'a wave of cables snapping in the instruments'; the customer indicated that the issues were noted during the cleaning and sterilization process. The da vinci coordinator was unable to provide any additional information regarding the instruments. The instruments were discarded.

Manufacturer narrative:
The fse explained to the customer the importance on following all steps while cleaning and sterilizing instruments to prevent these type of issues. Since the instruments were discarded an investigation could not be performed, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not itself constitute a reportable event; however, the 'snapped cables' if to reoccur could cause or contribute to an adverse event.